Event description:
Pt self tester experienced results discrepancy. Therapeutic range (2.0-2.5): (B)(6) 2010: inratio: 7.5, lab: 2.6; (B)(6) 2010: inratio: 1.5. Pt was advised by physician not to take 5 mg dose of coumadin on the night of (B)(6) 2010 due to the 7.5 result on meter.

Manufacturer narrative:
Investigation pending.